Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua203152. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, false positive flu b results were obtained. The user noted when a positive covid result was obtained, flu b would also result as positive. However, when performing individual testing for covid and flu b, covid would remain as a positive result, but flu b would result as negative. It was noted that control testing passed. After multiple follow up attempts by bd, no additional information or an occurrence number was provided. There were no health impact or consequences reported. Eua203152.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4228005. The customer reported that they would receive false positives with flu b when a sars positive would be present, and whenever they would run separate tests for flu and sars, the results would be negative for flu and positive for sars. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, false positive flu b results were obtained. The user noted when a positive covid result was obtained, flu b would also result as positive. However, when performing individual testing for covid and flu b, covid would remain as a positive result, but flu b would result as negative. It was noted that control testing passed. After multiple follow up attempts by bd, no additional information or an occurrence number was provided. There were no health impact or consequences reported. (B)(4).